Event description:
Patient reports receiving burns, each approximately 1x1/2 inch, on calves and bottom of feet following treatment with the anodyne home unit. Patient reported that they fell asleep for an hour and a half with unit on. Company's safety information and instruction booklet clearly cautions not to fall asleep with the unit on, as this may cause burns. Patient has received medical treatment of silvdene, a topical ointment available over the counter. Unit has been returned for evaluation, and found to be working within specification.